Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the patient¿s outcome could not be conclusively established through this evaluation. It was reported that the cause of the patient¿s death was not fully known; however, the patient was found unresponsive. The patient¿s pump was on and functioning when the patient was found, and the device appeared to have been operating appropriately. An autopsy was not performed, the hm3 lvas was not returned for evaluation. Heartmate 3 instructions for use (rev. C) is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age has been requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. No additional information was provided.